Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs / perforation (fallopian tube)/ failure to occlude (close) fallopian tube(s)') and embedded device ('migration of essure device location of device: into the endometrium/ malposition of essure device') in an adult female patient who had essure (batch no. 50704231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure wrapped it self around it self in my tube". The patient's concurrent conditions included depression. Concomitant products included fluoxetine hydrochloride (prozac) since 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), migraine ("severe migraines"), abdominal pain ("abdominal pain"), headache ("headaches"), tooth fracture ("dental problems: cracked teeth"), fatigue ("fatigue") and dental caries ("dental problems: cavities, crowns"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: into the endometrium/ malposition of essure device"), abdominal pain lower ("cramping"), back pain ("back pain") and alopecia ("hair loss"). The patient was treated with crowns and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, abdominal pain lower, migraine, abdominal pain, back pain, alopecia, tooth fracture and dental caries outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the headache and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dental caries, device expulsion, embedded device, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, tooth fracture and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Previously reported - insertion date: (B)(6) 2014, removal date : (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded), malposition of essure device, the essure wrapped it self around it self in my tube instead of blocking up my tube and was pushing it was out of my tube. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs received- lot number, events "abnormal bleeding (vaginal), menorrhagia, headaches, migration of essure device location of device: into the endometrium, fatigue, cracked teeth, dental cavities, essure wrapped it self around it self in my tube". Product information, medical history, lab data added. Previously reported event "perforation of organs" pt updated to "fallopian tube perforation". Events- "pain / pelvic pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)" outcome updated to resolved" and events- "fatigue, headaches" outcome updated to "recovering. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs / perforation (fallopian tube)/ failure to occlude (close) fallopian tube(s)'), embedded device ('migration of essure device location of device: into the endometrium/ malposition of essure device') and device expulsion ('migration of essure device location of device: into the endometrium/ malposition of essure device') in an adult female patient who had essure (batch no. 50704231, a47963) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure wrapped it self around it self in my tube". The patient's medical history included back surgery, mood disorder, back surgery, esophagitis and painful respiration. Concurrent conditions included depression, dysthymic disorder, mood disorder, weight gain, eczema, nightmares, neck pain, migraine, laryngitis, heartburn, gerd, sore throat, numbness in feet, shoulder pain, stomach ache, diarrhea, viral gastroenteritis, joint pain, dysmenorrhea, forgetfulness, polymenorrhea, urinary urgency, panic attacks, insomnia, weight gain, skin lesion, folliculitis, pain in arm, hormonal imbalance, uterine bleeding, spondyloarthropathy, generalized anxiety disorder, salpingectomy (left after failed essure in 2014), lightheadedness, vertigo, bipolar disorder, common cold, heartburn, chest pain, mood swings, paraesthesia hand, tooth disorder and insomnia. Concomitant products included diclofenamide;isometheptene;paracetamol (epidrin), eletriptan hydrobromide (relpax), fluoxetine hydrochloride (prozac) since 2013, gabapentin, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), hydrocodone bitartrate;paracetamol (norco), ibuprofen, lidocaine, lurasidone hydrochloride (latuda), mentha x piperita oil (peppermint oil), sumatriptan (imitrex), transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit), valproate semisodium (divalproex) and varenicline tartrate (chantix). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), migraine ("severe migraines"), abdominal pain ("abdominal pain"), headache ("headaches"), tooth fracture ("dental problems: cracked teeth"), fatigue ("fatigue") and dental caries ("dental problems: cavities, crowns"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), back pain ("back pain") and alopecia ("hair loss"). The patient was treated with crowns and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and left salpingectomy (B)(6) 2014). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, abdominal pain lower, migraine, abdominal pain, back pain, alopecia, tooth fracture and dental caries outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the headache and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dental caries, device expulsion, embedded device, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, tooth fracture and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Previously reported - insertion date: (B)(6) 2014, removal date: (B)(6) 2014 laparoscopic left salpingectomy (B)(6) 2014 (as per mr) (B)(6) 2013 - first device inserted to left tube was defective did not release. Opened a second box for essure coils inserted bilaterally. Patient states that in (B)(6) 2014 she had two essure coils placed. Then in (B)(6) 2014 the one on the left side was found coiled around itself and she ended up having the coil and part of her tube removed and then a tubal done on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: conclusion: 1. Status post hysterectomy. There is free fluid and inflammatory change in the pelvis, without definite, organized abscess. 2. Reactive thickening of the wall of the sigmoid colon. 3. Nondependent gas within urinary bladder. Correlate for recent catheterization. 3. Nondependent gas within urinary 'bladder. Correlate for recent catheterization. 4. Hepatic steatosis. 5. Small hiatal hernia. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded), malposition of essure device, the essure wrapped it self around it self in my tube instead of blocking up my tube and was pushing it was out of my tube. From mr: conclusion: 1. No evidence right tubal patency. 2. Left tubal patency with malposition left essure coil. Pathology test - on (B)(6) 2016: final pathologic diagnosis. Uterus, cervix and right fallopian tube, total hysterectomy and right salpingectomy: weakly proliferative endometrium with no evidence of hyperplasia, atypia, or malignancy. Mild chronic cervicitis. Fallopian tube with no diagnostic histologic abnormality. Ultrasound pelvis - on (B)(6) 2016: findings: uterus measures 9.6 x 6.6 x 5.0 cm. Normal uterus with no masses. Endometrial thickness is 5 mm. Normal smooth endometrium. Right ovary measures 3.3 x 1.9 x 2.1 cm. Normal right ovary. Normal arterial duplex conclusion: 1. Normal ultrasound of the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, back pain, headache, abdominal pain, pelvic pain, menorrhagia, alopecia. Most recent follow-up information incorporated above includes: on 26-jun-2019: medical records received: lot no added. Reporter's information, medical history and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs / perforation (fallopian tube)/ failure to occlude (close) fallopian tube(s)'), embedded device ('migration of essure device location of device: into the endometrium/ malposition of essure device') and device expulsion ('migration of essure device location of device: into the endometrium/ malposition of essure device') in an adult female patient who had essure (batch no. 50704231, a47963-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure wrapped it self around it self in my tube". The patient's medical history included back surgery, mood disorder, back surgery, esophagitis and painful respiration. Concurrent conditions included depression, dysthymic disorder, mood disorder, weight gain, eczema, nightmares, neck pain, migraine, laryngitis, heartburn, gerd, sore throat, numbness in feet, shoulder pain, stomach ache, diarrhea, viral gastroenteritis, joint pain, dysmenorrhea, forgetfulness, polymenorrhea, urinary urgency, panic attacks, insomnia, weight gain, skin lesion, folliculitis, pain in arm, hormonal imbalance, uterine bleeding, spondyloarthropathy, generalized anxiety disorder, salpingectomy (left after failed essure in 2014), lightheadedness, vertigo, bipolar disorder, common cold, heartburn, chest pain, mood swings, paraesthesia hand, tooth disorder and insomnia. Concomitant products included diclofenamide;isometheptene;paracetamol (epidrin), eletriptan hydrobromide (relpax), fluoxetine hydrochloride (prozac) since 2013, gabapentin, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), hydrocodone bitartrate;paracetamol (norco), ibuprofen, lidocaine, lurasidone hydrochloride (latuda), mentha x piperita oil (peppermint oil), sumatriptan (imitrex), transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit), valproate semisodium (divalproex) and varenicline tartrate (chantix). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2013, the patient had essure inserted. In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), migraine ("severe migraines"), abdominal pain ("abdominal pain"), headache ("headaches"), tooth fracture ("dental problems: cracked teeth"), fatigue ("fatigue") and dental caries ("dental problems: cavities, crowns"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), back pain ("back pain") and alopecia ("hair loss"). The patient was treated with crowns and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and left salpingectomy (B)(6)2014). Essure was removed on(B)(6)2016. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, abdominal pain lower, migraine, abdominal pain, back pain, alopecia, tooth fracture and dental caries outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the headache and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dental caries, device expulsion, embedded device, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, tooth fracture and vaginal haemorrhage to be related to essure. The reporter commented: patient states that in february 2014 she had two essure coils placed. Then in (B)(6) 2014 the one on the left side was found coiled around itself and she ended up having the coil and part of her tube removed and then a tubal done on the left side. (B)(6)2013 - first device inserted to left tube was defective did not release. Opened a second box for essure coils inserted bilaterally. Previously reported - insertion date: (B)(6)2014 , removal date : (B)(6)2014. Laparoscopic left salpingectomy (B)(6)2014 (as per mr) patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2016: conclusion: 1. Status post hysterectomy. There is free fluid and inflammatory change in the pelvis, without definite, organized abscess. 2. Reactive thickening of the wall of the sigmoid colon. 3. Nondependent gas within urinary bladder. Correlate for recent catheterization. 3. Nondependent gas within urinary 'bladder. Correlate for recent catheterization. 4. Hepatic steatosis. 5. Small hiatal hernia. Hysterosalpingogram - on (B)(6)2014: unilateral occlusion (right tube occluded), malposition of essure device, the essure wrapped it self around it self in my tube instead of blocking up my tube and was pushing it was out of my tube../. From mr conclusion: 1. No evidence right tubal patency. 2. Left tubal patency with malposition left essure coil.. Pathology test - on (B)(6)2016: final pathologic diagnosis uterus, cervix and right fallopian tube, total hysterectomy and right salpingectomy: - weakly proliferative endometrium with no evidence of hyperplasia, atypia, or malignancy - mild chronic cervicitis - fallopian tube with no diagnostic histologic abnormality. Ultrasound pelvis - on (B)(6)2016: findings: uterus measures 9.6 x 6.6 x 5.0 cm. Normal uterus with no masses. Endometrial thickness is 5 mm. Normal smooth endometrium. Right ovary measures 3.3 x 1.9 x 2.1 cm. Normal right ovary. Normal arterial duplex conclusion: 1. Normal ultrasound of the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, back pain, headache, abdominal pain, pelvic pain, menorrhagia and alopecia. Most recent follow-up information incorporated above includes: on 10-jul-2019: update of information (batch is not valid) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs / perforation (fallopian tube)/ failure to occlude (close) fallopian tube(s)'), embedded device ('migration of essure device location of device: into the endometrium/ malposition of essure device') and device expulsion ('migration of essure device location of device: into the endometrium/ malposition of essure device') in an adult female patient who had essure (batch no. 50704231, a47963-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure wrapped it self around it self in my tube". The patient's medical history included back surgery, mood disorder, back surgery, esophagitis and painful respiration. Concurrent conditions included depression, dysthymic disorder, mood disorder, weight gain, eczema, nightmares, neck pain, migraine, laryngitis, heartburn, gerd, sore throat, numbness in feet, shoulder pain, stomach ache, diarrhea, viral gastroenteritis, joint pain, dysmenorrhea, forgetfulness, polymenorrhea, urinary urgency, panic attacks, insomnia, weight gain, skin lesion, folliculitis, pain in arm, hormonal imbalance, uterine bleeding, spondyloarthropathy, generalized anxiety disorder, salpingectomy (left after failed essure in 2014), lightheadedness, vertigo, bipolar disorder, common cold, heartburn, chest pain, mood swings, paraesthesia hand, tooth disorder and insomnia. Concomitant products included diclofenamide;isometheptene;paracetamol (epidrin), eletriptan hydrobromide (relpax), fluoxetine hydrochloride (prozac) since 2013, gabapentin, hydrocodone bitartrate; paracetamol (hydrocodone/acetaminophen), hydrocodone bitartrate; paracetamol (norco), ibuprofen, lidocaine, lurasidone hydrochloride (latuda), mentha x piperita oil (peppermint oil), sumatriptan (imitrex), transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit), valproate semisodium (divalproex) and varenicline tartrate (chantix). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), migraine ("severe migraines"), abdominal pain ("abdominal pain"), headache ("headaches"), tooth fracture ("dental problems: cracked teeth"), fatigue ("fatigue") and dental caries ("dental problems: cavities, crowns"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), back pain ("back pain") and alopecia ("hair loss"). The patient was treated with crowns and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and left salpingectomy (B)(6) 2014). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, abdominal pain lower, migraine, abdominal pain, back pain, alopecia, tooth fracture and dental caries outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the headache and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dental caries, device expulsion, embedded device, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, tooth fracture and vaginal haemorrhage to be related to essure. The reporter commented: patient states that in (B)(6) 2014 she had two essure coils placed. Then in (B)(6) 2014 the one on the left side was found coiled around itself and she ended up having the coil and part of her tube removed and then a tubal done on the left side. (B)(6) 2013 - first device inserted to left tube was defective did not release. Opened a second box for essure coils inserted bilaterally. Previously reported - insertion date: (B)(6) 2014, removal date : (B)(6) 2014. Laparoscopic left salpingectomy (B)(6) 2014 (as per mr). Patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: conclusion: 1. Status post hysterectomy. There is free fluid and inflammatory change in the pelvis, without definite, organized abscess. 2. Reactive thickening of the wall of the sigmoid colon. 3. Nondependent gas within urinary bladder. Correlate for recent catheterization. 3. Nondependent gas within urinary 'bladder. Correlate for recent catheterization. 4. Hepatic steatosis. 5. Small hiatal hernia. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded), malposition of essure device, the essure wrapped it self around it self in my tube instead of blocking up my tube and was pushing it was out of my tube. From mr conclusion: 1. No evidence right tubal patency. 2. Left tubal patency with malposition left essure coil. Pathology test - on (B)(6) 2016: final pathologic diagnosis: uterus, cervix and right fallopian tube, total hysterectomy and right salpingectomy: weakly proliferative endometrium with no evidence of hyperplasia, atypia, or malignancy; mild chronic cervicitis; fallopian tube with no diagnostic histologic abnormality. Ultrasound pelvis - on (B)(6) 2016: findings: uterus measures 9.6 x 6.6 x 5.0 cm. Normal uterus with no masses. Endometrial thickness is 5 mm. Normal smooth endometrium. Right ovary measures 3.3 x 1.9 x 2.1 cm. Normal right ovary. Normal arterial duplex conclusion: 1. Normal ultrasound of the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, back pain, headache, abdominal pain, pelvic pain, menorrhagia and alopecia. Lot # a47963 is invalid. Lot number: 50704231, manufacturing date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("cramping"), migraine ("severe migraines"), abdominal pain ("abdominal pain"), back pain ("back pain") and alopecia ("hair loss"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed in (B)(6) 2014. At the time of the report, the perforation, pelvic pain, abdominal pain lower, migraine, abdominal pain, back pain and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, migraine, pelvic pain and perforation to be related to essure. The reporter commented: patient need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.